Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. Devices have been discarded at the hospital. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and two suprarenal aortic extensions. On (B)(6) 2017 the patient was found to have aneurysm sac growth and an unknown endoleak. On (B)(6) 2017 the patient had a secondary procedure to repair the unknown endoleak. During the re-intervention a type 3b endoleak was identified and the physician was unable to deploy the bifurcated stent. The physician explanted all devices and converted the patient to an open repair. At the completion of the explant procedure the physician suspected the patient may have bowel ischemia, however, the patient was reported to be in stable condition. On (B)(6) 2017 it was reported the patient expired, the reported cause of death was unresolved bowel ischemia and renal insufficiency.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported fractured main body stent could not be determined. The most likely cause of the compromised stent graft integrity was likely the strata material. The main body stent fractures likely contributed to the event. Unable to determine procedure-related, user-related or anatomy-related issues, off-label or cautionary product use conditions. The most likely cause of the inability to deploy the main body during the reline procedure was due to the contralateral pull-wire being positioned behind a strut of the original main body (user error). Following manipulations to correct the issue, it was determined it was not possible to fully deploy or remove the device and a conversion to open repair was done. The final patient disposition was expired five days post explant procedure. A review of the device quality records demonstrates that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. (B)(4).